Event description:
A 4-channel IV pump was used on a pt. Medications were initiated from channel a. Medication was delivered from channel b. When the medication from channel b was stopped (using IV tubing stopper distal to pump), the pump alerted that channel a medication was stopped.